Event description:
It was reported that the pt received inappropriate shocks as a result of noise on the rv lead through the device. The device was replaced. The physician stated that there was large amount of fluid inside the header and a loose setscrew.